Event description:
It was reported that the right ventricular (rv) lead was not successfully implanted in the left bundle branch (lbb) due to lead conductor fracture that was confirmed via radiography. A new lead was implanted. No adverse patient effects were reported.